Event description:
The customer contacted stryker to report that their device would not complete the boot up process. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined that the cause of the reported issue was due to the device's faulty power pcb assembly. A replacement for this part is no longer available and the device cannot be repaired. Stryker recommends that the customer remove the device from service and a replacement device be obtained.